Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi display and high blood glucose test results. The customer is concerned with tests results from all the results obtained and hi display. The expected fasting blood glucose test result range is 75-100mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer spoke with her doctor due to hi display and high results from meter. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is one month ago. The meter memory was reviewed for previous test result history. (B)(6).